Event description:
A customer reported error message "4055 sorter z-axis motor slippage detected" on the aia-2000 analyzer. The sorter arm is hitting the tip tray holder and aborting the run. The customer performed a version up and the issue remains. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for follicle stimulating hormone (fsh), luteinizing hormone (lh ii), prolactin (prl) and intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the reported issue by review of the error log, but did not attempt to reproduce the error due to the possibility of causing more issues. The fse checked the tip rack for obstructions, none found. Fse verified the sorter arm was not coming into contact with the tip rack floor as well as performed position adjustments for all cup pickup, tip pickup, tip sensor, also performed the "regular macro under evaluate cup transfer action and get corner tips on six (6) racks to verify proper working operation". Fse validated the instrument by performing quality control (qc), but received error 2258 "failed to transport rack into the x2-axis transfer-in position of the sample loader". Fse identified the diluent port was misaligned causing a rack jam. Fse adjusted the diluent port, the main arm diluent suction and diluent dispense positions. Fse performed the "regular macro under evaluate cup transfer action and get corner tips on six (6) racks" to verify proper working operation. Fse validated the analyzer by performing quality control (qc) with all results in acceptable range as well as observed multiple racks of patient samples run with no recurring issues. The aia-2000 analyzer is functioning as expected. No further action required by field service. A complaint history review and service history review through the aware date of event for similar complaints was performed for serial number (B)(6). There were no other similar complaints found during the searched period. The aia-2000 operator's manual under appendix 4: error messages states the following: [4055] sorter z-axis motor slippage detected cause : the each-limit sensor detected slippage after sorter z-axis movement. Solution : contact tosoh service center or local representatives. 2258 failed to transport rack in to x2-axis transfer-in position of the sample loader cause : the x1 end-point rack detection sensor detected a rack after the transfer-out (y2) belt was engaged. Solution : check the sample rack path for obstacles. If this error occurs frequently, contact tosoh service center or local representatives. The most probable cause of the reported event was due to misalignment of the diluent port.